Manufacturer narrative:
Based on the information provided, the causes of the reported complication and customer reported failure mode cannot be determined. Although the surgeon, robotics coordinator, and vp of quality and medical staff service indicated that there was no patient injury, it is unclear as to why the initial reporter (biomed department) reported that an unspecified injury occurred. No details were provided regarding the injury such as the source/location, type, and severity. It is also unknown what medical intervention, if any, was rendered due to the injury. An isi fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The erbe was tested and passed with no issues. No entries were noted in the erbe logs. The erbe was replaced as there was an allegation of a patient injury during its usage. The system was tested and verified as ready for use. Isi received the erbe involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported event. The unit was energized and cauterized, and all ports recognized instruments. As a safety precaution, the unit will be returned to original equipment manufacturer (OEM) for further investigation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for the reported procedure date of (B)(6) 2022. It was observed that the reported surgeon performed two cholecystectomy procedures with system (B)(4) on this event date. However, per the system logs, no maryland bipolar forceps instrument were used. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the initial reporter claimed that a third-party maryland grasper cautery instrument, powered by the erbe generator, arced and an unspecified patient injury occurred. It is unknown if the arcing contacted patient tissue. Details regarding the patient injury were not provided by the initial reporter although the surgeon, robotics coordinator, and vp of quality and medical staff service indicated that there was no patient injury. The source/location, type, and severity of the injury are unknown. In addition, the causes of the operative complication and customer reported failure mode are unknown.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe integrated electrical surgical unit (iesu) was being used to power a third party cautery instrument when an unspecified patient injury occurred. The procedure was reportedly completed. An intuitive surgical inc. (Isi) field service engineer (fse) was contacted and additional information was provided: the erbe was an integrated model, used with the da vinci xi surgical system. The erbe and vision side cart (vsc) were being used to power energy instruments during a laparoscopic procedure. The fse gathered this information from the site's clinical engineering department. Isi contacted the site's robotics coordinator and vp of quality and medical staff service, and additional information was obtained about the complaint: according to the site's robotics coordinator and vp of quality and medical staff service, no injury to the patient was observed as initially reported by the site's biomed department. However, a maryland grasper instrument sparked inside the patient's abdominal cavity, while adhesions were being resected. There was no observed patient injury and no bleeding. The procedure was reportedly aborted and not completed as initially reported. Per the vp of quality and medical staff service, the surgeon documented that the surgeon aborted the procedure "due to family request." However, it is unclear as to why the patient's family requested for the procedure to be aborted. The surgeon was asked how this event affected the patient and she reported that there was no observed injury and it is unknown where the spark would have contacted the patient. The surgeon reported that it is unknown if this event will lead to any long-term complications. The patient did not experience any post-operative complications and was discharged home. The site is unaware of what caused this event, but is linking the erbe to the reported event as it was used to supply energy during this procedure. It is unknown if the patient is returning for another procedure.

Manufacturer narrative:
On 08-nov-2022, intuitive surgical, inc. (Isi) received internal testing results from erbe (a 3rd-party manufacturer) of the electrosurgical unit (esu) associated with the reported event: various error messages in connection with the auto-stop function and an incorrectly applied neutral electrode were displayed in the error history, but these have been deemed to not related to the reported spark event. The cause of the reported spark cannot be determined with the information obtained at the time of this investigation. A malfunction of the erbe esu can be excluded as a cause after testing of the esu. An unsuitable mode/setting that exceeds the dielectric strength of the instrument can also lead to sparking, especially if a cutting mode is used with a bipolar plug connection. Per erbe, in order to make a final statement, the third party instrument would also have to be examined and tested. A link between the reported spark event and the use of the erbe esu can be traced.

Event description:
Refer to h10/h11 for follow-up information.